Event description:
It was reported that, "on (B)(6) 2022, the patient was diagnosed with t-lymphoblastic lymphoma in an outside hospital, and was given a PICC catheter according to the doctor's advice. The process went smoothly, and the PICC pipeline inspection was normal, but 20 days later, the nurse found an extension tube for the PICC accessory during the morning infusion. There was a bulge at the place, immediately replace the new parts and complete the injection."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.